Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected outflow graft thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use IFU (rev. G) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for an ongoing driveline infection on (B)(6) 2018. A computerized tomography (CT) scan performed on chest and abdomen on (B)(6) 2018 noted a possible thrombus at the proximal portion of the outflow graft as well as a mural thrombus distally in the outflow graft. The patient had no loss of flow to their device, and there were no parameter changes or power spikes. The patient remained stable with no clinical compromise.

Manufacturer narrative:
The patient's original admission for a driveline infection is reported under MFR #: 2916596-2022-00965. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.